Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: synergy 4.0x16, guide wire: sion blue, guide catheter: hyperion 6f sal 1.0. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo and concentric lesion in the mid right coronary artery with mild tortuosity and moderate calcification that was 75 % stenosed. A sion blue guide wire crossed the lesion and a 4.0 x 16 mm non-abbott stent was deployed. A 4.0 x 15 mm nc traveler balloon catheter was used for post-dilatation. The first inflation was at 8 atmospheres and then during the second inflation, the balloon ruptured at 8 atmospheres. The procedure was successfully completed with a 4.0 x 15 mm non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.